Event description:
It was reported that during removal of the catheter, it was noted that the thermal filament was coming off from the catheter, not completely. It appeared that the "plastic" was being pulled off. It was further stated that the catheter was never really put in to the pulmonary artery (pa) but the clinician was able to get general pressures in the ventricle. Patient was taken to the or for a cardiac tamponade and the catheter was attempted to be floated again into the pa approximately 20 minutes, not able to get pa measurement. Clinician thought maybe that the catheter was tied in a knot in the right ventricle, a guidewire was placed into the catheter to try and remove the knot, x-ray taken but unsuccessful. Clinician decided to remove the catheter and place new one, it was noted when the catheter was removed that the thermal filament (coil) on the catheter was coming off, starting to unwind, but not completely.